Event description:
It was reported that during unpackaging and removal of the device from the plastic hoop/holder, unknown resistance was met and the 2.5 x 15 xience v proximal shaft had separated from the hub into two pieces . There was no patient involvement. There was no reported clinically significant delay in the procedure due to the device issue. A second 2.5 x 15 xience v was used in the procedure without incident. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted no blood or contrast visible, which is consistent with not being used. The undamaged stent implant was stationary between the markers of the tightly folded balloon. The shaft was separated 3.3 cm distal to the strain relief tubing, thus confirming the complaint. The hypotube fracture face was oval shaped and the hypotube jacket was stretched and jagged at the separation, suggesting tensile overload (material fatigue/stress). Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. The difficulty removing the device could not be tested because the dispenser coil was not returned with the device. In this case, it is possible that the dispenser coil was damaged, which led to the difficulty removing the device from the dispenser coil; however, this cannot be confirmed because the dispenser coil was not returned for analysis. As reported, when the difficulty/resistance was met, the physician continued pulling in an attempt to remove the device, which likely contributed to the subsequent shaft separation. There is no indication of a product deficiency. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot revealed no other incidents for difficulty removing the device from the dispenser coil or shaft separation/detachment. All products, including the packaging, are visually inspected for damage during the manufacture process, including at the step where the product is inserted into the chipboard box. Additionally, all stent delivery systems are visually inspected for damage and a sampling of units is destructively tested to verify shaft lumen integrity.